Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that the pt was readmitted for hypotension, hypothermia, and acute kidney injury. The pt had a positive driveline wound culture for (B)(6) on (B)(6) 2014. This was the same organism that the pt had when they cultured positive for (B)(6) on (B)(6) 2013. The pt expired at outpatient facility due to right heart failure, failure to thrive, and care was withdrawn.

Manufacturer narrative:
The approximate age of the device was 3 months. The pt expired and the pump was not explanted. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.